Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer in (B)(6) reported issues with the 1.5 x 10mm sidecutting bur, medium, straight, item # 00509120200, lot/sn (B)(4), that (B)(6) hospital experienced on (B)(6) 2021. Information received indicates that surgeon was using burr on a microdrill, for a mandibulectomy. The drill tip snapped whilst in use on the patient, with the tip lodging into the mass that was being removed and was unable to be safely removed from the mass without affecting the specimen. Scrub nurse, surgeon and conmed representative confirmed the tip and its removal from the patient. It is noted there was no impact or injury to the patient. The bur was removed from the drill and a new one was sourced for use to complete the case and the procedure was successfully completed with a 5-minute delay. Clarification received notes the mass was on the floor of mouth, resection scc with marginal mandibulectomy. The mass was removed as part of a floor of mouth resection with bilateral neck dissection. It had been a confirmed scc and was being removed as part of cancer management for patient . The mass did not break apart in any manner. It remained whole with no pieces left within the patient. The mass was able to be appropriately examined by pathology and no issues were raised by pathology in relation to the top, apart from questioning the nature of the bur material as they had not been forewarned it was lodged . A micro saw was used prior to the use of the burr on the bone with no issues reported but no other power tools were in use at the same time and no instruments in use in the area. Patient bone was reported to be of no significant difference than expected as reported by surgeons. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the bur piece was removed with the tissue sample, it did fall into the patient.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer in australia reported issues with the 1.5 x 10mm sidecutting bur, medium, straight, item # (B)(4), lot/sn (B)(4), that (B)(6) hospital experienced on (B)(6) 2021. Information received indicates that surgeon was using burr on a microdrill, for a mandibulectomy. The drill tip snapped whilst in use on the patient, with the tip lodging into the mass that was being removed and was unable to be safely removed from the mass without affecting the specimen. Scrub nurse, surgeon and conmed representative confirmed the tip and its removal from the patient. It is noted there was no impact or injury to the patient. The bur was removed from the drill and a new one was sourced for use to complete the case and the procedure was successfully completed with a 5-minute delay. Clarification received notes the mass was on the floor of mouth, resection scc with marginal mandibulectomy. The mass was removed as part of a floor of mouth resection with bilateral neck dissection. It had been a confirmed scc and was being removed as part of cancer management for patient . The mass did not break apart in any manner. It remained whole with no pieces left within the patient. The mass was able to be appropriately examined by pathology and no issues were raised by pathology in relation to the top, apart from questioning the nature of the bur material as they had not been forewarned it was lodged . A micro saw was used prior to the use of the burr on the bone with no issues reported but no other power tools were in use at the same time and no instruments in use in the area. Patient bone was reported to be of no significant difference than expected as reported by surgeons. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the bur piece was removed with the tissue sample, it did fall into the patient.

Manufacturer narrative:
Investigation of the customer's complaint is inconclusive. The reported device has not been returned to conmed for evaluation & no photographic evidence was provided. Therefore, reported failure cannot be verified, & root cause cannot be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only event reported for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised to not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear) motor seizure and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer in australia reported issues with the 1.5 x 10mm sidecutting bur, medium, straight, item # 00509120200, lot/sn (B)(6), that fiona stanley hospital experienced on (B)(6) 2021. Information received indicates that surgeon was using bur on a microdrill, for a mandibulectomy. The drill tip snapped whilst in use on the patient, with the tip lodging into the mass that was being removed and was unable to be safely removed from the mass without affecting the specimen. Scrub nurse, surgeon and conmed representative confirmed the tip and its removal from the patient. It is noted there was no impact or injury to the patient. The bur was removed from the drill and a new one was sourced for use to complete the case and the procedure was successfully completed with a 5-minute delay. Clarification received notes the mass was on the floor of mouth, resection scc with marginal mandibulectomy. The mass was removed as part of a floor of mouth resection with bilateral neck dissection. It had been a confirmed scc and was being removed as part of cancer management for patient . The mass did not break apart in any manner. It remained whole with no pieces left within the patient. The mass was able to be appropriately examined by pathology and no issues were raised by pathology in relation to the top, apart from questioning the nature of the bur material as they had not been prewarned it was lodged. A micro saw was used prior to the use of the bur on the bone with no issues reported but no other power tools were in use at the same time and no instruments in use in the area. Patient bone was reported to be of no significant difference than expected as reported by surgeons. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the bur piece was removed with the tissue sample, it did fall into the patient.